Manufacturer narrative:
(B)(4). The reported restenosis is a known adverse event and is listed in the mini vision instructions for use. Although a conclusive cause for the reported restenosis and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: restenosis. Onset of adverse event: post stent procedure. The following event was noted through a periodic article review case study: a case study was performed of a (B)(6) who presented to the emergency room with severe precordial chest pressure. Emergent selective coronary angiography showed a 100% occlusion with a filling defect suggestive of thrombosis at the ostium (d1) and 70% stenosis of the mid-segment of the left anterior descending coronary artery (lad). A minivision 2.5 x 18 was deployed in the di ostium with maximum inflation pressure of 16 atmosphere (atm). Using the cullote technique, balloon angioplasty then a non-abbott drug eluding stent was deployed in the lad. Following intervention, there was excellent angiographic appearance with 0% residual stenosis of both vessels. Three months later, staged percutaneous coronary intervention for an 80% stenosis of the mid right coronary artery was performed. Angiography revealed a 40% restenosis of the stent in d1 and no restenosis in the drug eluting stent in the lad. The patient continues to be asymptomatic. No additional information is available.